Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a chronic catheter placement using powerline. Sometime post a catheter placement, the cuff allegedly snapped, with the rest of the line left in the patient. The patient has required a cut down in ir to remove the rest of the catheter.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerline s/l catheter segment was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted on the proximal end of the catheter segment returned that was elliptical in shape, the edges of the complete circumferential break on the proximal end of the catheter segment were noted to be uneven. A complete circumferential break was noted on the distal end of the catheter segment returned. The edges of the complete circumferential break on the distal end of the catheter segment were noted to be uneven. The manufacturing site evaluation states, a circumferential break was observed at both ends of the catheter segment, an alteration in the cuff fibers was observed, residues of use were observed through the catheter segment and cuff, the rupture in the proximal external of the catheter segment showed that the circumferential break had an elliptical shape. Therefore, the investigation is confirmed for the reported fracture and the material separation issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a chronic catheter placement using powerline. Sometime post a catheter placement, the cuff allegedly snapped, with the rest of the line left in the patient. The patient has required a cut down in ir to remove the rest of the catheter. The current status of the patient was unknown.